Manufacturer narrative:
Concomitant medical products: 6725 adaptor was implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with bipolar threshold unreliable and patient had been reprogrammed to unipolar. It was further reported that there was fluctuation in the rv lead impedance, with short v-v intervals noted on interrogation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.